Event description:
The customer reported the unit displayed a ECG-bias failure.

Manufacturer narrative:
(B)(4). The customer reported the unit displayed a ECG-bias failure. The unit was evaluated by a philips representative. The reported symptom was duplicated. Replacing the processor pca resolved the reported issue.